Event description:
The following information was received from global pharmacovigilance (gpv): this is a solicited report by a consumer from (B)(6) of fluid leaked from fill bag and peritonitis in a patient coincident with dianeal pd4 unknown bag therapy. This report was received by a non-healthcare professional. On an unreported date, the patient experienced the pd fluid had leaked from the fill bag into the over pouch. The patient continued to dialyse with the affected bag and experienced peritonitis on an unreported date. Treatment, outcome and action taken with dianeal was not reported. The consumer did not provide an assessment of causality. Additional information will be requested.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.